Event description:
It was initially reported that the balloon ruptured and a piece remained in the pt. The pt had the remnant surgically removed. It was subsequently reported that the balloon was caught on a jagged stent. The pt is doing fine.